Manufacturer narrative:
Block b3: exact date unknown, event occurred ten months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 17392158.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent an ipg replacement procedure. During the procedure an impedance on the lead was noted. The entire spinal cord stimulation (scs) was replaced. The patient was doing well postoperatively. The explanted device components will not be returned as it was kept by the facility.